Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-01181,3014862188-2021-01179 test 1,3 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative on additional tests. Type of tests was not provided. Report 2 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01181,3014862188-2021-01179 test 1,3 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative on additional tests. Type of tests was not provided. Report 2 of 3.

Event description:
User reported false positive result. Negative on additional tests. Type of tests was not provided. Report 2 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01181,3014862188-2021-01179 test 1,3 of 3). This is a retrospective report due to challenges implementing esg.